Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided.

Event description:
It was reported that the abutment fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured at the screw threads. Functional testing could not be performed since the device was fractured. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A year-long complaint history review by item number was performed for similar events and no complaint about nonconforming products was identified. Complainant reported that the abutment screw fractured. The product was returned and the reported complaint was confirmed following visual evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.